Event description:
Dr. (B)(6)'s patient was implanted two years ago with a hakim programmable valve. The patient has pseudo tumor and a hakim valve was chosen for treatment. Since the initial surgery, the patient has lost a substantial amount of weight. Lately, the patient has been complaining of different symptoms and believes it's a result of the valve. The surgeon did a revision lp shunt today with another hakim programmable valve. He requested that I send in the previous valve to check for any issues, as her case is very puzzling to him and her variances in pressure. He wants to "obmit" any issue with the valve or possible malfunction. He also wants us to confirm the current valve setting and to see if any blockages/broken parts are in the valve. He's not exactly sure what the issue is, specifically if it's the patients anatomy, a valve malfunction or her pseudo tumor. He wants verification from codman that the valve is working properly, to eliminate that possibility.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 200mmh2o. The valve was visually inspected, no defects were noted. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested and no leaks were noted. The valve was tested for programming and failed the test; during the programming process the cam mechanism did not move. The valve was pressure tested at 200mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled and no defects were found. A review of the history device records confirmed the valve product code 82-854, with lot cmkb33, conformed to the specifications when released to stock on the 21st september 2011. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Gtin: product code was not provided. Upon completion of the investigation, a follow up report will be filed.